Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea. Subsequently, the patient underwent revision surgery under general anaesthesia on (B)(6) 2026, to reinsert. The patient underwent revision surgery on (B)(6) 2026, to reinsert the existing electrode array using a new sterile sheath. The implanted device remains.